Manufacturer narrative:
The reporter informed the company that the product had been discarded.

Event description:
Tooth cracked [tooth fracture]. Brush head came loose and flew off, knocked tooth [device breakage]. Couldn't get the brush handle back in the hole that attaches to the metal pin [device connection issue]. Case description: a consumer of unspecified age and gender reported spontaneously via phone on (B)(6) 2019 that when he/she brushed with his/her braun ultra plaque rechargeable toothbrush, the oral-b brushhead, version unknown came loose and flew off, knocking his/her tooth which cracked. The consumer explained that the toothbrush was round; he/she got four brushes, and used the last one that came with the toothbrush. The consumer had changed the brush head two months ago, and noted that he/she got the toothbrush three years ago. The consumer rinsed the handle and brush and took them apart each time. He/she threw out the brush head and the brush head that came in the package. The consumer asserted that he/she needed to go to the dentist. The case outcome was unknown. Relevant history: none reported. No further information was provided. 21-feb-2019 received consumer's follow-up e-mail: the consumer reported that he/she could not get the brush handle back in the hole that attached to the metal pin because it just spun around and came loose; the motor itself and the metal pin were intact. The case outcome remained unknown. No further information was provided.